Event description:
It was reported that far field r-wave oversensing resulting in inappropriate mode switching was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.